Event description:
It was reported, that the patient presented for follow up. With a complaint of diaphragmic stimulation. Stimulation was caused by the left ventricular lead. The patient was scheduled for explant. And the lead was replaced. There were no further patient consequences.

Manufacturer narrative:
The reported event was muscle stimulation. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical tests did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specifications.